Event description:
It was reported that blood was unable to be drawn through a one link catheter set. This would result in patient hemolysis. There was no report of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.